Event description:
Customer reported that she has had to go to the emergency room three consecutive times due to experiencing high blood glucose levels. She was taken to the hospital first on (B)(6) with blood glucose of 580mg/dl, second visit on may 8 with blood glucose of 283mg/dl and last on (B)(6) with blood glucose level of 360mg/dl. Customer experienced stomach pain, severe headache, sleepiness and large keytones. She stated that she has been treated with the insulin pump only and that she got blood test and other organs check up per doctor's instructions and no issues found. She also stated that she has anxiety due to diabetes and that has affected her blood glucose. Customer complained about insulin pump over delivering insulin and having physical damage. Physical damage reported by customer is cracked reservoir compartment window, cracked case at right corner of display scree

Manufacturer narrative:
Multiple boluses were program and delivered. Boluses were recorded properly in bolus history and daily totals. No bolus anomaly was noted. Device received with cracked case on display window corners, scratched lcd window, cracked reservoir tube and cracked reservoir tube lip. No cracks on display window noted during visual inspection. After testing it was concluded that the device operated within specifications.